Manufacturer narrative:
On 07-feb-2020, allergan received results of the system log review performed by allergan software engineering, which states that the coolsculpting system was performing as expected. There were no unusual events and no identified device malfunction. The vacuum was consistent at 8 in hg, which is within the coolsculpting device specifications.

Event description:
On 08-jan-2020, allergan received report from a female patient that she had received two coolsculpting treatments to the upper and lower abdomen in (B)(6) 2019 using the cooladvantage applicator and has developed an umbilical hernia post-treatment. Based on the information received from the treatment office, the patient had declared in her pre-treatment consent form that she had a pre-existing hernia. The treatment provider administered the coolsculpting treatment to the upper and lower abdomen, but denies treating directly over the umbilical area. The treatment provider stated that the hernia looked the same before and after coolsculpting treatment.

Manufacturer narrative:
It is unknown if an exacerbation of hernia had occurred. The patient had a pre-existing hernia. However, due to the temporal relationship of when the coolsculpting procedure was performed, the contribution of the coolsculpting procedure to the adverse event cannot be ruled out. Coolsculpting uses vacuum and non-vacuum applicators to complete coolsculpting procedures. The applicator used, the cooladvantage applicator, is a vacuum applicator. Vacuum applicators draw tissue into the applicator cup during the treatment. In the coolsculpting user manual, listed under warnings, it states that special considerations should be taken with patients who have hernia in or adjacent to the treatment site. In this case, the applicator was not placed directly over the hernia site, but below, above, and adjacent to it. Using a vacuum pressure applicator on a pre-existing hernia or pre-existing structurally weak area may cause further complications. The thinning of the fat layer alone may also cause an occult hernia to become more evident in certain patients. Allergan advises physicians to carefully examine the patient for evidence of pre-existing hernias prior to providing coolsculpting treatments. In the coolsculpting user manual, under warnings, it states, "the effect of performing a coolsculpting treatment with a vacuum applicator on a patient who has a hernia in or adjacent to the treatment site has not been studied. The applicator uses vacuum pressure to draw tissue into the applicator cup during the treatment. The vacuum pressure may therefore apply pressure on a pre-existing hernia or pre-existing structurally weak area such as a surgical scar, causing further complications. Physicians should examine that patient for evidence of pre-existing abdominal or femoral hernia prior to use of the device." Allergan has performed due diligence requesting additional event details, as well as device and treatment information, from the coolsculpting treatment provider. Device investigation, through a system log analysis, is pending at this time. System logs are currently being reviewed by allergan software engineer. Current trending data show that the observed occurrence of hernia does not exceed the expected occurrence and does not warrant further action at this time. Allergan will closely monitor trending data and will consider further action if deemed necessary.

Event description:
On 08-jan-2020, allergan received report from a female patient that she had received two coolsculpting treatments to the upper and lower abdomen in (B)(6) 2019 using the cooladvantage applicator and has developed an umbilical hernia post-treatment. Based on the information received from the treatment office, the patient had declared in her pre-treatment consent form that she had a pre-existing hernia. The treatment provider administered the coolsculpting treatment to the upper and lower abdomen, but denies treating directly over the umbilical area. The treatment provider stated that the hernia looked the same before and after coolsculpting treatment.